Event description:
Patient presented with an increase in seizures and was referred for a battery replacement. The patient underwent generator replacement surgery. The explanted generator was discarded. No known surgical intervention has occurred to date. No other relevant information has been received to date.